Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/21/2014 with the following findings: the pump displays pc at power on. There was moisture damage visible inside the meter.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that they give the patient a bolus this morning from the meter remote to the pump and it never told them that it did not go through. Later that morning the patient¿s blood glucose (bg) went to 535mg/dl while at a soccer game. The patient was treated with a syringe to bring it down. The reporter stated that they checked the history and the bolus was not in the history. The reporter stated that they did not receive a message on the patient¿s meter remote indicating any communication error or cancelled bolus so they assumed the patient received the bolus. This report is being made due to the hyperglycemic event the patient experienced due to a rf communication error.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.